Event description:
It was reported that during deployment of a stent in the sfa, the stent elongated by approximately 10 mm. No difficulties during deployment were reported. The appearance of the vessel was normal and there was no report of a calcified or tortuous vessel. There were no other stents deployed or additional procedural efforts made. There is no reported patient injury.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The investigation is currently underway.